Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, consumer, foreign) regarding a patient who was previously receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. The patient had an ¿ibs¿ (irritable bowel syndrome) pump implanted a few years ago. The date of pump implant was unknown. This patient's pump has not been filled for approximately 1 year for an unexplained reason, as the patient could not provide this information. Additional information was received from a company representative on 2026-feb-04. Regarding the report of the pump not having been filled for about one year and the empty reservoir alarm had occurred, it was unknown if there was a device issue, patient/therapy issue, procedure issue, programming issue, etc. The healthcare provider was unable to confirm the reason for the pump not having been refilled and empty alarm having occurred, including the cause or any known factors that may have led or contributed to the event. Per the pump log provided, with session date on (B)(6) 2026, the pump administered nacl 0,9 (1,0 ml/ml) at a dose rate of 0,0064 ml/hour (as of on (B)(6) 2026). Also, per the log, a non-critical alarm regarding low reservoir occurred on (B)(6) 2024 followed by a critical pump alarm regarding empty reservoir that occurred on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider (hcp) reported that the cause of the alarm was not determined and there was no longer an alarm; the pump had been set to minimum flow rate as the patient was taking oral medication. The hcp did not want to remove the pump in case the patient needed intrathecal therapy again. The action taken to resolve the issue was reprogramming of the pump. The issue has been resolved.